Event description:
It was reported that during a laparoscopic pancreatoduodenectomy, the tissue pad melted soon. An error 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted and 100% present. However, during the device activation, a squeaking noise was heard as well as vibration. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. This caused the squeaking and vibration that was heard. It is possible that the damaged to the retention pin happened during the assembly process. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.